Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, 80% stenosed, de novo lesion in the mid left circumflex (cx) artery. The lesion was pre-dilatated with an unspecified 2x8mm balloon, and a 2.25x12mm mm xience xpedition drug eluting stent (des) was deployed in the target lesion. During removal of the des from the anatomy, imaging revealed a distal end dissection. An unspecified 2.25x8mm des was used to cover the dissection and successfully complete the procedure. Results were very good with a timi iii flow and no residual stenosis. There was no adverse patient sequela. No additional information was provided.